Manufacturer narrative:
Calibration and controls were acceptable. A review of alarm trace data showed abnormal aspiration and sample foam detection alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 1.62 mg/dl. The doctor questioned the result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a value of 1.03 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field service engineer ran performance testing on the analyzer and results were acceptable. Precision studies were acceptable. The investigation is ongoing.

Manufacturer narrative:
The repeat value of 1.03 mg/dl was measured on (B)(6) 2026.